Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq0632 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "today I have had a midline placement where the introducer frayed. I had to make a small nick (which I don¿t like doing) in order to get the piece through the skin, but then I could not push the part into the vein. When the part was pulled out and inspected it was noticed the introducer was frayed. A nurse brought me an [new] mst kit." Add info received 06/29/2022: what type of catheter securement was utilized? Not applicable. Placement date: (B)(6) 2022. Explant date: not applicable. "As I attempted to insert the 3 fr dilator/introducer thru the skin it was difficult, I did a small nick in the skin and then inserted thru the skin, as I continued, the part would not puncture into the vein and bent, pt reported discomfort. Part removed and inspected and found the introducer (gray) piece to be frayed, split apart at the end. I was able to have another staff person retrieve a mst kit with a 4 fr introducer/dilator and was successful with the insertion of the midline.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed. One 3.5 fr x 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal end of the microintroducer sheath was observed to be damaged. The length of the microintroducer assembly was observed to be slightly curved, and evidence of buckling was observed in the sheath throughout the length of the microintroducer. A microscopic observation revealed one edge of distal tip of the sheath was buckled and flared slightly outward and with plastic deformation at the corners of this buckled section. No damage was observed on the distal tip of the dilator. The location and shape of the damage observed on the sheath tip as well as the usage residue observed on and within the returned sample suggest the sheath tip was damaged during use. Possible contributing factors include insertion angle, excessive force, and patient anatomy. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by healthcare professional "today I have had a midline placement where the introducer frayed. I had to make a small nick (which I don¿t like doing) in order to get the piece through the skin, but then I could not push the part into the vein. When the part was pulled out and inspected it was noticed the introducer was frayed. A nurse brought me an [new] mst kit." Add info received 06/29/2022: what type of catheter securement was utilized? Not applicable placement date: (B)(6), 2022 explant date: not applicable "as I attempted to insert the 3 fr dilator/introducer thru the skin it was difficult, I did a small nick in the skin and then inserted through the skin, as I continued, the part would not puncture into the vein and bent, pt reported discomfort. Part removed and inspected and found the introducer (gray) piece to be frayed, split apart at the end. I was able to have another staff person retrieve a mst kit with a 4 fr introducer/dilator and was successful with the insertion of the midline.¿